Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, cause was unknown. The customer administered a correction bolus and a manual injection to treat the bg. The customer continued to use the pump for insulin therapy.